Event description:
During the implant procedure, the patient experienced bleeding when the anterior jugular vein was nicked during tunneling. Physician applied pressure to stop the bleeding. This resolved the issue.